Event description:
A reliant stent graft balloon catheter was used during the procedure. It was reported that a perforation/burst occurred due to blood been mixed when the contrast agent was withdrawn after the first balloon expansion was completed, so it was suspected that a burst/perforation occurred. The burst/perforation site could not be specified, so the device was replaced with another product. The procedure was completed. Per physician, the cause of the event was not specified. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.